Event description:
It was reported that the patient experienced severe pain and lumps at the surgery site following a revision. It was reported that the patient had an infection at the implant site. The patient had extreme pain at the implant site of the thigh, and a lot of soreness in the area along with "staph infection after staph infection". No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.